Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in the saphenous vein graft to the pt's right coronary artery with the protective sheath retracted. Prior to attempted stent deployment, it was reported that guidewire position was lost and the guide catheter" whipped". In repsonse, the sds was withdrawn from the pt. Upon withdrawal, it was noted that the stent was no longer on the balloon catheter. Ivus was utilized in an unsuccessful attmept to locate the stent. There were no reported attempts made to retrieve the embolized event, it was also noted that a dissection existed proximal to the target lesion. To address the preceeding events, another coronary stent with delivery system was advanced and deployed to treat the lesion and the dissection. There were no add'l complications reported relative to this event.